Event description:
The healthcare professional reported injecting evolysse form into the midface of a patient and the patient experienced pain and firmness at the injection site. The hcp administered 100 units of hylenex to dissolve the product. The patient's condition has resolved.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. Complaint numbers: (B)(4). The lot has been requested, if it is retrieved, a follow-up report will be submitted.